Event description:
It was reported that the patient received inappropriate shocks. It was also reported that the implantable cardioverter defibrillator (ICD) had early battery depletion and the right atrial (ra) lead dislodged when the rv lead was being extracted. The ra lead and the ICD were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was also noted that the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 6949 implantable tachy lead 2005 (B)(6), 1056t competitor implantable pacing lead 2008 (B)(6). (B)(4).